Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of broken extension tubing is confirmed; however, the exact cause is unknown. One 20 g x 0.75 in. Infusion set was returned for evaluation. An initial visual observation showed usage residues on the returned sample. The extension tubing was observed to be broken near the luer hub and the luer hub was found to be completely detached. A microscopic observation revealed the fracture surfaces of the extension tubing of the infusion set were slightly angled but mostly flat and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. However, the exact cause of the break observed in the returned sample is unknown. Possible contributing factors include excessive pulling, twisting, and manipulation of the luer connector hub and/or extension tubing. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the line broke in the hub area. No other information was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd¿ power loc max set broke. The following information was provided by the initial reporter: "the line broke on the bonded cuff area".